Event description:
It was reported that the patient presented to the hospital after there was high impedance and loss of capture on a left ventricular epicardial lead, which was plugged into the right ventricular port. It was discovered that there was blood in the header of the device, and once everything was cleaned out the lead was placed back in and impedances and thresholds were acceptable. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.